Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a metal object stuck in the jaws. Functional testing found that the knife does not retract. The knife cut could not be performed. Sealing could not be tested due to the condition of the device. It was reported that the jaws were difficult to open. The reported issue was confirmed. The most likely cause could not be tested due to the damage to the device jaws. This issue may occur with user's consistent inadvertently closing the jaws on a hard/metallic object. The metal object has jammed the knife, preventing the jaws from opening and closing. It was also reported that the tissue stuck to jaws. The reported issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after 5 minutes of a general surgery procedure, the device was difficult/impossible to open and tissue stuck to jaws when the device was opening in a vein of the mesenteric tissue. The device was applied to tissue but had no problem removing it since the device did not close. The device was cleaned for between 8-10 activations. The knife blade was extended but did not protrude beyond the edge of the jaws. Another ligasure device was used successfully with the same generator. The procedure was extended by 10 minutes and patient experienced some bleeding between 50-100 ml but did not require a blood transfusion. There was no patient injury.